Event description:
The customer reported wash carousel motion errors and the reaction vessel (rv) jammed while the system entered the not ready state involving the access 2 immunoassay system used in conjunction with the access reaction vessels. An internal investigation has determined this lot of reaction vessels (rvs) may cause the error due to a new resin that was implemented in the manufacturing of the rvs. The customer had a new lot of rvs, without the affected resin, and utilized the rvs; no issues developed from the new rvs. The customer stated there was no impact to patient results associated with this event. Patient results would not be generated as the instrument was in not ready state, thus not completing any assays on board. Service was requested and a beckman coulter field service engineer (fse) was dispatched to assess the instrument.

Manufacturer narrative:
The field service engineer (fse) discovered reaction vessel (rv) jammed at the wash-in positions. The fse replaced the reaction vessel clips and verified alignments for the wash-in and wash-out positions of the wash carousel. In addition, the fse replaced the in-use reaction vessel lot with a new lot that was not manufactured with the new resin. The instrument conformed to the manufacturer's published performance specifications and was returned to normal operation. The cause of the wash carousel motion errors was due to a resin change in the manufacturing of reaction vessels for the access instrument. Replacement of the reaction vessels with a lot that was not manufactured with the new resin corrected the issue. (B)(4).